Event description:
On (B)(6) 2016, tee revealed large secundum atrial septal defect and mild pulmonary valve insufficiency. On (B)(6) 2016, a 24mm amplatzer atrial septal occluder (aso) was implanted. On (B)(6) 2018, the patient developed acute shortness of breath and chest pain and was taken to the ER where a pericardial effusion was observed. The patient was taken to the or for suspected erosion. Intra-operatively, a small perforation was identified in the roof of the left atrium. Per report, the effusion was secondary to device erosion. The aso device was excised and a bovine pericardial patch was used to close the defect. The patient recovered and was discharged.

Manufacturer narrative:
An event of a pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, information from the field indicated the patient had "a small perforation in the left atrium and the effusion was secondary to device erosion."